Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia while at a healthcare provider visit, with blood glucose reaching 395 mg/dl and trace ketones detected, and data from the dexcom g7 reportedly not displaying, possibly due to poor connectivity in the medical building. Symptoms included hyperglycemia without acute complications. Outcomes included the healthcare provider directing a transition to manual injections until glucose is below 250 mg/dl, with ongoing monitoring and a plan for retraining before resuming ilet use. Investigation included review of the reported event details and user feedback, along with troubleshooting and education. Investigation of this case revealed no device alarms or definitive malfunction, and the cause of the hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.